Event description:
It was reported that the ilet pump displayed lines across the screen and the patient could not view the display, consistent with a touchscreen fracture, and a replacement device was arranged while the patient continued cgm use. Symptoms included no clinical signs, symptoms, or conditions related to the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed a stress-related problem associated with the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.